Event description:
It was reported that during a da vinci-assisted procedure the customer had issues with the wrist and jaws on the cadiere forceps. The procedure outcome and patient status was unknown at the time of the issue.

Manufacturer narrative:
Intuitive has received the cadiere forceps instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical has received the cadiere forceps instrument. The reported issue with the instrument could not be replicated nor confirmed. The grip test was performed with no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions.

Event description:
Refer to h10/h11 for follow-up information.